Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction and shutdown issues could not be evaluated due to a different issue identified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and subsequently the pump shutdown unexpectedly. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 450 mg/dl.